Event description:
Pt reported no complaints pre-dialysis. Vital signs: temp. 98.4 degrees f., pulse 80, blood pressure (bp) 204/90. Dialysis was initated at 400cc blood flow rate, 600cc dialysate flow rate and .78 ultraaafiltration rate.. 1.5 hrs into treatment the pt complained of chills and not feeeeeeeeling well. 2hrs into treatment bp 238/136, temp. 99.2. The pt's temp. Increased to 100.40 f. And blood cultures were drawn. The pt continued on dialysis for 4 hour treatment anad received t gm varcomycin IV last hr of dialysis. Post treatment temp 99.3, bp 160/80 and the pt was sent home.